Event description:
The customer reported: 04:21: replacement scale issues. Then replacement bag went empty with no warning that bag was empty. Reported machine runtime was 4470 hrs. No blood loss reported.

Manufacturer narrative:
The data files from the prismaflex device relating to this event has been requested and reviewed by the MFR. The event was observed during treatment. No medical intervention was required. No injury or clinical consequence to the pt was reported. The MFR will conduct further investigation of this incident. A f/u or final report will be submitted upon completion of the investigation. This event occurred after the events described in MDR 9616026-2006-00378 and MDR 9616026-2006-00377.